Manufacturer narrative:
Product event# (B)(4). Method, result: device discarded therefore analysis unable to be performed. (B)(4).

Event description:
During a pacemaker generator exchange with a non-pacemaker dependent patient the plasmablade was activated and the pacing output of the pacemaker was inhibited. When plasmablade was deactivated the pacemaker output remained inhibited for several seconds before resuming normal operation. Use of plasmablade was terminated and standard electrocautery was utilized without further incident. Pacemaker being replaced was at the eri (elective replacement interval = near end of battery life) reference link below to letter issued by st. Jude indicating that the use of electrosurgery in conjunction with certain pacemaker models can result in a functional impact to the pacemaker (reduced output or lack of output). Http://professional.sjm.com/professional/resources/product-performance/pacemaker-012914-communication/physician-communication 7/24/2014 (boisvk1): via retrospective review of complaints associated with pacemaker interference, this pe was determined to be reportable. Date of retrospective review (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.